Manufacturer narrative:
Updated data: b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the wire used during the implant of the vascular plug was a non-medtronic guidewire. Per the physician, the non-medtronic guidewire was believed to be the cause of the effusion.

Manufacturer narrative:
Updated data: b2. B5. D6b. Explanted date is unknown. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one year and 10 months following the implant of a transcatheter aortic valve, severe paravalvular leak (pvl) was identified as well as heart failure and hemodynamic instability. Subsequently, a non-medtronic valvular plug was implanted to treat the paravalvular leak (pvl). Per the physician, the valve did cause or contribute to the patient's pvl. Per the physician, the patient's calcified anatomy contributed to the patient's pvl. Additional information was received that prior to the implant of this transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) balloon due to calcification. During the implant of the non-medtronic vascular plug, the physician recognized a pleural effusion caused by the wire when trying to cross the defect. Therefore, a sternotomy was performed, the transcatheter valve was explanted and replaced with a surgical aortic valve (unknown manufacturer). The patient survived the surgery, however, their condition is unknown.

Event description:
It was reported that one year and 10 months following the implant of a transcatheter aortic valve, severe paravalvular leak (pvl) was identified as well as heart failure and hemodynamic instability. Subsequently, a non-medtronic (abbott) valvular plug was implanted to treat the paravalvular leak (pvl). Per the physician, the valve did cause or contribute to the patient's pvl. Per the physician, the patient's calcified anatomy contributed to the patient's pvl.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.